Manufacturer narrative:
Evaluation method: work order search and device history record review. Results: a visual inspection of the returned product shows the lens is torn in pieces and portions are torn off & missing. There is clear and reddish surgical residue on the lens. A work order search was performed for similar complaints and no similar complaints were found within the search. A review of the device history record found the manufacturing process was performed according to the standard operating procedure and was within parameters. All inspection criteria were met. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search, DHR review and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon successfully implanted a single piece toric silicone lens model aa4203tf in pt's eye in 2006, however, the lens would not remain on axis and the pt went back into or on same day for an iol repositioning. On the one day post operative visit, the pt's lens was off axis again, so the dr scheduled for the lens to be removed in 2007, and exchanged for a competitor's lens. The reporter stated that the cause of the adverse event was due to the pt's capsular bag anatomy. The pt's current visual acuity is 20/30-2 and pt is doing well with new lens.